Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a high blood glucose of 352 mg/dl. She stated that she treated with the insulin pump and overtreated, bringing the blood glucose reading all the way down to 42 mg/dl. She declined troubleshooting for high or low blood glucose. Nothing further was reported.